Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and absorbable straps were used. During firing the device, strap was released but it was not strong enough to fix /attach the mesh. It is unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. No visual damages were presented on the returned device. Fire testing was not conducted because trigger was jammed. Device was disassembled to perform a deep inspection and 1 strap was found inside cannula shaft. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Manufacturer narrative:
The patient underwent an inguinal hernia repair procedure on an unknown date. The procedure was completed using a competitor's device and there were no adverse patient consequences.